Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient was in the hospital for an unknown reason. It was noted that the trial began on (B)(6) 2019. No patient symptoms were reported. No further complications were reported.